Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 4/13/2023 . H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. The returned sample determined that it was received one packet that pertain to the product code vr2295. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02029,2210968-2023-02030,2210968-2023-02028, 2210968-2023-02023, and 2210968-2023-02024.

Event description:
It was reported that a patient underwent a skin closure procedure in 2023 and suture was used. During the procedure, the clinicians of dermatology dept complained about connection between needle and suture. The suture appeared damaged close to the needle and suture detach from needle after the first passage. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Component code: g07002 - device evaluation pending. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photos show a winding former with dispensed and damaged sutures still attached to the needles. A clear analysis of the needle hole or end point on the suture could not be performed due to the position of the device in the photo and the photo became distorted when magnified. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information ws received: there were no issues with the patient; the customer has expressed doubts regarding the overall quality of the product because if the issue is related to a damaging of the thread in promixity of the needle-thread attachment, the thread will hold the knot; otherwise, if the thread is damaged then they fear that the knot will yield ahead of time. The sales rep has reported 6 products because the issue manifested more than once. Unfortunately, both he and the doctors are unable to provide a precise number because it happened in a dermatology clinic and they have a high rotation of patients, so they did not keep track of the number of events. An additional complaint, pc-001312264, has been created to cover this unknown number of events. Events reported via: 2210968-2023-02029,2210968-2023-02030, 2210968-2023-02028, 2210968-2023-02023 and 2210968-2023-02024.